Event description:
The following was reported by doctor (B)(6): I examined a prefinal patient today, (B)(6) 2021, in room 13 on f2 and deactivated all alarm limits (spo2, inv rr, arr) around 8:30 am. On leaving the room, the spo2 was around 50%. In order to follow the further course outside the room, I wanted to continue monitoring the vital signs via the central monitor (ward pulpit). I noticed that the spo2 was 86%, hr90, rr 94/36(57) on the corresponding bedside. The monitor curves (ECG, spo2, inv rr) seemed plausible. After comparing the spo2 in the room and at the central monitor, the difference was confirmed. In the room, the spo2 was 25%. At the central monitor the spo2 remained the same (spo2 86%, hr90, rr 94/36(57)). These values were also transmitted to the icm. The curves matched to reality at all times and when the patient died at 9:16 am, the ECG curve on the central monitor showed asystole. The above-mentioned values were still displayed on the central monitor and transmitted to the icm.

Manufacturer narrative:
Additional information was received stating that the values on the ics appeared to be frozen. The c700 was later switched off and on again and afterwards the data was transmitted correctly. It was confirmed that there was no allegation that the device behavior played a part in the outcome of the involved patient. After review of the log files, the data transmission issue could be verified. Root cause was identified as a vg7.1 software issue where a pdr (patient data repository) deadlock occurred from the pdr shared memory filling up and running out of space. This prevented the patient data from being sent to the central station. This issue has already been addressed in iacs sw vg7.1.1. Therefore, it is recommended to upgrade to this version to address this issue. This information was provided to the complainant.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
The following was reported by doctor (B)(6): I examined a prefinal patient today, (B)(6) 2021, in room (B)(6) and deactivated all alarm limits (spo2, inv rr, arr) around 8:30 am. On leaving the room, the spo2 was around 50%. In order to follow the further course outside the room, I wanted to continue monitoring the vital signs via the central monitor (ward pulpit). I noticed that the spo2 was 86%, hr90, rr 94/36(57) on the corresponding bedside. The monitor curves (ECG, spo2, inv rr) seemed plausible. After comparing the spo2 in the room and at the central monitor, the difference was confirmed. In the room, the spo2 was 25%. At the central monitor the spo2 remained the same (spo2 86%, hr90, rr 94/36(57)). These values were also transmitted to the icm. The curves matched to reality at all times and when the patient died at 9:16 am, the ECG curve on the central monitor showed asystole. The above-mentioned values were still displayed on the central monitor and transmitted to the icm.